Event description:
Lumbar myelogram done 7/13/1998. On 7/14/1998 pt. Reportedly found unconscious with elevated fever, elevated white count, and stiff neck. Diagnosis: possible meningitis chemical vs. Bacterial.